Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the battery does not hold the charge, if it is disconnected from the electrical network the defibrillator turns off. There was no patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
Based on the available information, rse evaluated the device remotely and confirmed that the defibrillator had not worked on battery power because the battery was not seated properly. The customer confirmed that once the battery was correctly connected, the defibrillator became fully functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed.